Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation the day prior (patient gender, age and weight unknown). According to the complainant, when the package of the device was opened, the catheter was kinked. The physician was unable to push fluid through the device. The procedure was completed successfully with another cre balloon dilation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.